Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the illumination did not turn on during a surgical procedure. The system was exchanged and the surgery was completed with no harm to the pt.